Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A cystoscopy was performed ad it was observed that the cuff was not closing, possible tissue atrophy. A replacement surgery was performed to replace the cuff. There were no patient complications.